Event description:
It was further reported that the patient had not recharged the implantable neurostimulator (ins) for "a few months" when the ins "quit working". It was noted that the patient could not get the ins to "take a charge". It was reported that the leads were 3 or 4 inches away from where they "should have been attached" and were laying down in "the very bottom" of the patient's spinal column.

Event description:
It was reported that the stimulator was implanted in 2010 and then quit working after a couple of months. It was reported that the leads had come loose and were lying in the bottom of the spinal column. The patient had a workman's compensation order to have the leads reattached. Imaging was performed in (B)(6) 2013 and the patient was scheduled for surgery for (B)(6) 2013. It was noted that the ins was overdischarged and the hcp and manufacturer representative would need to get the ins going again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37752 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).